Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The reported event was that under infusion, which could not be confirmed. No further investigation of this event is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had slow rates of infusion resulting in long time to occlusion alarms. There was no patient involvement.

Manufacturer narrative:
Additional information. Describe event or problem. Reason code for no evaluation, if other specify. Imdrf codes. Imdrf annex a. Imdrf annex g h3 other text : although requested, product has not been received.

Event description:
I it was reported from the neonatal ICU that after a completed interoperability implementation with norton children¿s hospital, there were many questions and difficulties concerning device functionality (not interop) with the use of the syringe module in particular with medications that have volumes less than 1ml and "slow rates of infusion resulting in long time to occlusion alarms." Although requested, no further information was provided.